Event description:
2/3 reference (B)(4) for all attachments and related complaints) documenting first pump per complaint form: inbound. Daughter stated her mother went to the emergency department with both pumps alarming no disposable with veletri cassette. Sn (B)(4). No further details provided. No additional details known. No injury.